Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced having a headache, and tachycardia. The cgm reading was 40 mg/dl, but no fingerstick was taken at that moment. The patient called their doctor who called an ambulance. While waiting for the paramedics to arrive the patient self-treated with eating a chocolate bar and drinking orange juice. When the paramedics arrived a fingerstick was taken the cgm reading was 40 mg/dl, and the blood glucose reading was 260-280 mg/dl. The patient was brought to the hospital and when the patient arrived at the hospital the cgm reading was 40 mg/dl, and the blood glucose reading was 300 mg/dl. The patient was treated with intravenous fluids. The patient was discharged the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced having a headache, and tachycardia. The cgm reading was 40 mg/dl, but no fingerstick was taken at that moment. The patient called their doctor who called an ambulance. While waiting for the paramedics to arrive the patient self-treated with eating a chocolate bar and drinking orange juice. When the paramedics arrived a fingerstick was taken the cgm reading was 40 mg/dl, and the blood glucose reading was 260-280 mg/dl. The patient was brought to the hospital and when the patient arrived at the hospital the cgm reading was 40 mg/dl, and the blood glucose reading was 300 mg/dl. The patient was treated with intravenous fluids. The patient was discharged the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B1 adverse event and/or product problem- additional.b5 describe event or problem - correction.h2 correction/additional information.